Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence. Post implantation the patient experience recurrence of pain, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of piece of colon in 2011.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported on (B)(6) 2004 the patient had bladder suspension surgery and was taking detrol samples. No additional information was provided at this time

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.